Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was operating in backup mode. The physician elected to explant the ICD and replace it with a new one. The patient condition was not known.